Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the insertion of the sheath was without difficulties, inserted in a correct angle and the loader was able to be fully inserted into the sheath. However, the advance of the valve through the sheath was very difficult despite a vessel access with mld greater than 5.5mm. The alignment and deployment of the valve was smooth. Upon the removal of the sheath with no difficulties, many pieces of ''tissue'' were observed on the walls. The sheath was intact, with no damage. The access site was then closed using a manta closure device. During the angiographic control, a dissection was observed at the level of the common femoral, just at the level of the bifurcation. It was decided to place a stent in the common femoral as well as a stent in the deep femoral and superficial femoral. The patient was noted as to be doing well.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. No imagery was provided for review. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed due to unavailability of return device or provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as per follow up patient had mild presence of calcification at access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.